Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/06/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. Patient's mother reported that on the 2nd day of sensor wear, the patient's skin started itching. When the sensor was removed due to itching the skin was bright red, terribly itchy and bumpy. Reaction was located underneath the entire sensor adhesive. On (B)(6) 2016, the patient was taken to the dermatologist for a non-dexcom related issue and while there, asked about the skin reaction to dexcom. The patient was prescribed desonide cream. At the time of contact, the patient was well. Additional event or patient information is not available.